Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the scope ID unit inside the connector experienced a reset or corruption of the cumulative-use data, causing the processor to be unable to read valid scope identification information and resulting in error e217 appearing. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gastrointestinal videoscope exhibited e217 scope data error. It is unknown when this issue occurred. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide additional results of the final investigation. A new failure was identified as a flare or noisy streak was noticed on the image. Updated fields: h2, h8, h11 a root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint is cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.